Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose. The customer's blood glucose was 426 mg/dl. The auto mode was active. The troubleshooting was declined for high blood glucose stated that she can manage her high blood glucose. The troubleshooting was performed for the sensor glucose versus blood glucose. The insulin pump will not be returned for analysis.